Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age and gender unknown), but the device displayed a "defib fault 78" error message. The clinicians immediately obtained another device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.